Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor failed a pulse test. The root cause for the failure could not be positively determined but was likely an intermittent connection between the monitor c/a board and defibrillator board. After separating and reassembling the c/a and defibrillator boards, the monitor passed all functionality tests. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.